Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead became extrinsically distorted due to pulling/ stretching /overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant the lead, however, the helix would not deploy and there was placement difficulty. The physician elected to use a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.